Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was not confirmed as no defects were found. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the cot had tipped. 2 events had no patient involvement. Two events it was not known if there was patient involvement. 2 events had patient involvement but there was no impact to the patients.